Event description:
A malfunction was reported on the pump, with a malfunction code displayed as malf 12. The customer experienced a high blood glucose level due to the issue, though the specific value remained unknown. The customer managed the situation by administering a correction injection via manual means and did not require third-party assistance. Technical support provided information and assistance for resetting the pump, as it was determined the malfunction code was resettable. The customer intended to call back for further assistance with the reset.